Manufacturer narrative:
E1. Initial reporter city:(B)(6).

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the moderately tortuous and calcified artery. A 2.0mm rotapro were selected for use. During the procedure, it was noted that the speed would not decrease below 150,000rpm during dynaglide mode. The procedure was not completed due to this event. There were no patient complications reported post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the moderately tortuous and calcified artery. A 2.0mm rotapro were selected for use. During the procedure, it was noted that the speed would not decrease below 150,000rpm during dynaglide mode. The procedure was not completed due to this event. There were no patient complications reported post procedure.